Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 10 minutes: 11.2 mmol/l, 11.3 mmol/l, 11.6 mmol/l, 5.3 mmol/l, 6.1 mmol/l, 6.3 mmol/l, 10.5 mmol/l, and 11.1 mmol/l.